Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not duplicated during testing. The device was put through extensive testing including full functional testing and multiple manual self tests without duplicating the report. The device was recertified and returned to the customer. Review of the device logs did confirm the occurence of the report. However, it does not indicate a device malfunction. The presence of a patient impedance fault message suggests this. The log indicated that the multi-function cable was either not properly plugged into the device; or not plugged into the device at all. The battery used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.